Event description:
According to the information received, this valve was explanted due to pannus entrapping the leaflets. There were also signs of thrombus at explant, but no vegetation or dehiscence. It was reported the patient was taking anticoagulants as prescribed. The valve was replaced with a 29 mm ats model 500dm and the patient was reported to be "excellent". It was also reported the surgeon had no concerns about the performance of the valve.